Manufacturer narrative:
The device was returned for analysis. The reported foot retraction issue was not confirmed. Difficulty to remove the device could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The device was removed with excessive force. It should be noted that the electronic perclose proglide instructions for use (eifu), states: do not advance or withdraw the perclose proglide smc device against resistance until the cause of that resistance has been. Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and / or breakage of the device, which may necessitate intervention and / or surgical removal of the device and vessel repair. In this case the device withdrawal with force was determined to be due to operational circumstance. The patient effect of vascular injury (tissue injury) is listed in the electronic perclose proglide instructions for use (eifu), as a known adverse event of use of the device. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. The patient effect is a known adverse event. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
H6: medical device problem code 2017 ¿ excessive force. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of a common femoral artery using a proglide after a left angiography procedure with intervention using a 5f sheath. Reportedly, the foot was stuck in an open position. The device was removed with excessive force which caused a small tear at the access site. Manual compression was applied to treat the tear and achieve hemostasis. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.